Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that they experienced low blood glucose levels of 43 mg/dl. The customer was treated for the low blood glucose with juice. Auto mode feature was not active and not automatically adjusting insulin at time of high blood glucose event. The customer was declined for troubleshooting. The insulin pump will not be returned for analysis.